Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: converter failure. Output connector failure. A root cause could not be identified. Based on the results of the investigation, it is likely that a converter failure caused the customer's allegation. Regarding the reportable issues found during the device evaluation, the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the xenon light source had a lamp indicator error e103. The issue was found during inspection for use. There were no reports of patient involvement.